Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that approximately 30 minutes into the procedure, the housing cap on the 5mm trocar placed in the mid clavicular port came apart. First, the cap unclipped from the housing, then the seal dislodged. A few minutes later the cap of the housing from the 2nd 5mm trocar came appart. The assistant surgeon kept one hand on the housing to keep the housing together and finished the case. None of the dislodged pieces fell in the patient. The trocars came from a fda41 kit (lot # m4d31z). The case was quickly completed with no consequence to the patient.